Event description:
A nurse educator reported the silicone segment ballooned and then exploded: "one of our rns had a problem with the alaris tubing in our IV pumps. The pump displayed occlusion fluid side. When she opened the door, she noted the tubing inside was ballooned out over where the sensor is behind the door of the pump. She went to remove the tubing and the tubing 'exploded.' It came apart just below the blue part of the tubing that rests in the pump." The event occurred while an infusion was running. Fluid was 0.9 (presumed to mean normal saline) at 20 ml/hr. The infusion had been running for about 24 hours into the proximal port of the swan central line catheter which had other ports and other fluids infusing. The ports were patent. A 10 ml flush had been given but no indication of when it was given. A drawing shows ballooning at silicone segment just below the upper fitment. There was no report of patient harm. Medical intervention was not required. No further patient or event information is available.

Manufacturer narrative:
(B)(4). The product has been received but it has not been evaluated yet. A follow up report will be submitted with the results of the investigation once it has been completed.